Event description:
After the patient left the or, the c-track probe was observed to have fresh blood on it. The only way blood could have gotten on the probe was if the disposable probe cover had a hole in it. The probe cover was retrieved from the trash and leak tested with water and was found to have 2 "pin prick" size holes in it.